Event description:
It was reported that the customer was in the hospital with a blood glucose reading of 500 mg/dl. The customer attempted to treat with the insulin pump prior to the hospitalization. It was stated that the customer did not feel well enough to troubleshoot at the time of the call. The call was also disconnected due to the phone system going down. The insulin pump information could not be verified due to the phones going down. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.